Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a percutaneous transluminal diagnostic procedure; however, a posterior cuff miss occurred. The arteriotomy was 5.5fr. Rewiring was performed and a second proglide was used but another posterior cuff miss occurred. Rewiring was performed once again and a third proglide achieved hemostasis. The physician is reportedly in training for the use of the proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that a cuff miss occurred, the event is classified and analyzed as a suture retrieval issue; as the difference between the two failure modes is often not discernable to the user. The reported cuff miss was confirmed as a suture retrieval issue (link detachment) was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.